Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding"), device dislocation ("malposition of essure device") and pelvic pain ("chronic pelvic pain/pain") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera), oral contraceptive nos, paracetamol (tylenol regular), tramadol hydrochloride (ultram) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage and device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain"), rash vesicular ("blisters and rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), blister ("blister-like pimples"), fatigue ("fatigue"), and fibromyalgia ("fibromyalgia,"). The patient was treated with surgery (d & c on or about (B)(6) 2016.). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, dyspareunia, weight increased, rash vesicular, vaginal haemorrhage, menorrhagia, migraine, headache, blister, fatigue, alopecia and fibromyalgia outcome was unknown. The reporter considered blister, device dislocation, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash vesicular, vaginal haemorrhage, weight increased,alopecia to be related to essure (ess205). The reporter commented: plaintiff was scheduled to have device removed ,but her physician instead performed d&c.plaintiff was unable to undergo removal of the device as her physician feel she would not survive the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.7 kg/sqm. Hysterosalpingogram - in june 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, lab data, product information, concomitant drug events malposition of essure device, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, blister-like pimples, fibromyalgia, fatigue, were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding"), device dislocation ("malposition of essure device"), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("chronic pelvic pain/pain") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, pelvic discomfort, asthma, depression, seasonal allergy, back pain, joint pain, vitamin d deficiency, wart, sinus congestion, dermatitis, right upper quadrant pain, constipation, muscle cramp, ovarian mass, anxiety, osteoarthritis, leg pain, pain in thigh, pelvic bone pain, blister, rhinorrhea, nasal congestion, allergic rhinitis, foot pain and benign neoplasm. Concomitant products included anaesthetics (anesthesia), medroxyprogesterone acetate (depo-provera), oral contraceptive nos, paracetamol (tylenol regular), tramadol hydrochloride (ultram) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain"), the first episode of rash vesicular ("blisters and rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), the second episode of rash vesicular ("blister-like pimples"), fatigue ("fatigue") and fibromyalgia ("fibromyalgia,"). The patient was treated with fluticasone propionate (flonase), allegra-d, salbutamol (albuterol) and surgery (d & c on or about (B)(6) 2016.). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of rash vesicular, fatigue and fibromyalgia outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of rash vesicular and the second episode of rash vesicular to be related to essure (ess205). The reporter commented: plaintiff was scheduled to have device removed , but her physician instead performed d&c. Plaintiff was unable to undergo removal of the device as her physician feel she would not survive the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, pelvic pain, migraine most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, concomitant disease, treatment drugs and new event uterine haemorrhage added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), weight increased ("weight gain") and rash vesicular ("blisters and rashes"). The patient was treated with surgery (performed a d and c on or about (B)(6) 2016.). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dyspareunia, alopecia, weight increased and rash vesicular outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, pelvic pain, rash vesicular and weight increased to be related to essure (ess205). The reporter commented: plaintiff was scheduled to have device removed, but her physician instead performed d an c. Plaintiff was unable to undergo removal of the device as her physician feel she would not survive the procedure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report